Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation a uterine perforation occurred. The array would not open beyond 2.5. "The device was removed to sound the cavity again the sound went all the way into the uterus." The physician did not view the cavity with scope and no treatment was given to the patient.